Event description:
Information received indicates the cannula leaked during the case at the luer connection. Bypass was stopped, the cannula was trimmed and a connector was inserted into the body of the device. The case was completed with no patient consequence reported.